Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 24 mmol/l. The customer was treated by with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Auto mode was not active. Customer declined to continue insulin pump troubleshooting. Customer was treated with bolus wizard. Customer was not insisting on insulin pump replacement. The insulin pump will not be returned for analysis.